Event description:
During surgical procedure, perclose proglide suture mediated closure system did not deploy correctly. Another device was available and used, no harm to patient, device ref# (B)(4), lot #0061341.